Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the physician found the wire was kinked before use on a patient."

Manufacturer narrative:
(B)(4). The customer returned one straight guide wire in its protective tubing for analysis. No definite signs of use were observed. The catheter and 20 ga introducer needle were not returned. Visual inspection revealed one kink in the guide wire body. In addition, several creases were observed in the guide wire tubing in the same location as the kinks in the guide wire. The damage observed is consistent with defects related to storage and shipping. No other defects or anomalies were observed. The distal and proximal welds were intact. The kink in the guide wire was located 170mm from the distal end. The guide wire total length measured 349mm, which is within the specification limits of 345mm - 355mm per the guide wire graphic. The guide wire outer diameter measured 0.51mm, which is within the specification limits of 0.508mm - 0.533mm per the guide wire graphic. Functional inspection of the guide wire was performed per the product instructions for use, which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide." The guide wire was passed through a lab inventory 20 ga introducer needle. The guide wire was able to pass completely through with no resistance. A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. This product was manufactured (march 2022) after the implementation date of the change. Without the product lidstock, it cannot be confirmed if this text was included. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is opened or damaged.". The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. A kink was observed on the guide wire body. In addition, several folds and creases were observed on the outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed based on sales history with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "the physician found the wire was kinked before use on a patient.".